Event description:
On (B)(6) 2012, the patient's mother contacted animas and reported an elevated blood glucose (bg) excursion. The reporter claimed the patient's bgs had been elevated for the last five days. The patient's mother stated that the patient's bg on the morning of (B)(6) 2012 was 560 mg/dl. The patient had symptoms of vomiting, stomach ache and tested positive for large ketones with the high bg. At the time of the call, the reporter stated the patient's bg had come down to 422 mg/dl. At the time of troubleshooting, the reporter denied any issues with site or set. The reporter stated that changing the inset sometimes twice a day did not help with high bg. The patient's mother confirmed that the time and date were correct on the pump and all advanced settings were programmed as desired. Customer support noted there were no recent alarms in pump history. Prime history indicated that the site was being changed every three days with appropriate amount of insulin. It was also noted that all bolus history amounts were all given to completion and as desired. Total daily delivery (tdd) added up correctly. Customer support instructed the patient's mother to speak to the patient's hcp regarding the high bgs and possible setting adjustments. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. This report is made based on the indication that insulin pump use could not be ruled out as a cause or contributor to the high bg event.

Manufacturer narrative:
Follow-up #1: date of submission 06/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2014 with the following findings: the black box contains dates from 5/6/2014 to 5/14/2014. Black box and histories for the event on 10/27/2012 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Moisture is visible in display. Case is cracked near top right corner of display lens. Leak test verifies leak at crack in case. Pump opened and moisture damage found on pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.